Event description:
Additional information was received that as a result of the cerebral infarction, the patient had blurred vision and weakness in the lower limbs. Conservative treatment was done for the cerebral infarctions. The patient is getting better however has not resolved.

Manufacturer narrative:
Updated b.5 updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via access site on the right side, the minimum diameter of the access vessel measured 5.2mm. Upon final angiography, hemorrhaging at the right femoral access site was observed. Compression was performed for 10 minutes, and hemostasis was achieved. Per the physician, it was unknown when the hemorrhage occurred, and the cause of the hemorrhage was unknown. In addition, the delivery catheter system cause or contributing factor to the hemorrhage was unknown. However, calcification of the patient¿s anatomy contributed to the hemorrhage. No adverse patient effects were reported. Additional information was received that 1 day following the valve implant, the patient suffered from nausea and lightheadedness. 7 days following the valve implant, multiple cerebral infarctions were observed by magnetic resonance imaging (MRI). No treatment was reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot 0011693345; product type: delivery catheter system; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.